Event description:
It was reported that the patient presented for left ventricular (lv) lead revision procedure due to lv lead diaphragmatic stimulation. The physician explanted the lv lead and implanted a new one. The patient was in stable condition. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was extra cardiac stimulation. Final analysis found as received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification.